Event description:
It was reported that during a rotator cuff repair, the needle broke as the surgeon was passing the needle through the soft tissue. The tip of the device could not be located; it was not retrieved from the pt. An x-ray was taken but the tip was lost in the soft tissue. Another needle was utilized; the case was completed successfully. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received for eval. The complainant's event was confirmed; the tip of the needle was broken off/missing. Function test could not be performed due to device damage. The exact cause of the event could not be determined from the info available and from device eval. Device history record review revealed nothing relevant to this event. The most likely causes of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new labeling statement is being placed on the device package, instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause pt injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can causae needle breakage and pt injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter.